Event description:
Tech alleged that the hand pendant chord was cut, exposing metal wires. No pt impact.

Manufacturer narrative:
The tech found the bed in storage. It is unk how the pendant had gotten cut. The tech replaced the hand pendant to resolve the issue.